Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 apex locator provided incorrect measurement. Outcome of event is unknown as of this MDR. Additional information requested.

Manufacturer narrative:
After investigation/inspection device found to have defective measuring socket (loose contact) defective. File clip (wire broken) defective. Housing (broken in battery compartment) defective. Per customer request not to repair device. Customer notified that device has not been tested and repaired and is therefore not suitable for use on patients.